Manufacturer narrative:
Complaint conclusion: as reported by the legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter tilting and embedding in the wall of the inferior vena cava (ivc) and being unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the medical records, the patient has a history of multiple spinal surgeries. The filter placement was requested for pulmonary prophylaxis while the patient was on bed rest following spinal surgery. During the implantation procedure, the filter was deployed in the infra-renal location without any complications. The patient tolerated the procedure well and left the room in satisfactory condition. According to the information received in the patient profile from (ppf), the patient became aware of the reported events four years and six months post implantation. The patient reports that the filter perforated the ivc and to be suffering from anxiety. Although it is reported that the filter was unable to be retrieved, there have been no attempts made to remove the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter tilting and embedding in the wall of the inferior vena cava (ivc) and being unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that the patient has a history of multiple spinal surgeries. The filter placement was requested for pulmonary prophylaxis while the patient was on bed rest following spinal surgery. During the implantation procedure, the filter was deployed in the infra-renal location without any complications. The patient tolerated the procedure well and left the room in satisfactory condition. According to the information received in the patient profile from (ppf), the patient became aware of the reported events four years and six months post implantation. The patient reports that the filter perforated the ivc and to be suffering from anxiety. Although it is reported that the filter was unable to be retrieved, there have been no attempts made to remove the filter.